Manufacturer narrative:
The returned device was evaluated. Visual inspection upon receiving revealed no external damages. During evaluation, an led segment did not fully light up due to an intermittent connection of the d2 segment on the system circuit board. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues prior to this reported event. (B)(6)

Event description:
The customer reported the rad-5v device had one led on the upper left segment was missing. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: the product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported the rad-5v device had one led on the upper left segment was missing. No patient impact or consequences were reported.